Event description:
Operator was in the process of adding a control sample to the control tray of the advia 1650 instrument as instrument was performing a wash cycle. In the process the operator cut their left index finger on the sample dilution probe, which was in motion at the time. The operator bled their finger and irrigated the wound with a disinfectant. In addition, they were given a tetanus toxoid plus diphteria vaccine and their blood was taken for culture and testing as advised in their laboratory procedures. No emergency care was necessary. The instrument gives a warning against adding anything while the instrument is running. This warning has to be acknowledge by the operator before the instrument will start. Bayer diagnostics manufacturing personnel concludes that this issue was due to the operator not following appropriate warnings and instructions for use and there is no need for further corrective action. For medical device reporting purposes this event is considered closed.